Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the mechanics swing fork was blocked and the attachment was blocked (total breakdown). Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the mechanics swing attachment fork was blocked on the oscillating saw attachment device. It was further determined that the device had a total breakdown. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.